Event description:
Ous MDR - after an implantation time of about 43 months, inappropriate shock deliveries were reported, causing the ICD to go eri. MDR 1028232-2009-00675.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the inner insulation of the lead body was massively damaged about 56 cm distal of the connector pin due to internal frying. In addition, the insulation between the rope conductor to the right-ventricular shock coil and the inner conductor coil were damaged in this area. These damages must be regarded as the causes for the clinical complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The damage to the outer insulation 49 cm distal of the connector pin, as well as the deformation of the right-ventricular shock coil, are probably the result of the explantation. The analysis of the lead did not find any indications of material defect or manufacturing error.